Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: the packaging has holes in it. The sterility is compromised. Not used on patient.

Event description:
It was reported that: the packaging has holes in it. The sterility is compromised. Not used on patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. There are marks near the tip of the device where the staples are ejected, but there is not a clear hole that passes through the tray at this location. The packaging was also observed to be cracked along the right edge of the tray. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA has been opened to further investigate this issue. A dimensional or functional inspection was not required as a part of this complaint investigation. The device history review for the product visistat 35w 6/box lot #73e2200192 investigation did not show issues related to the complaint. The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.